Event description:
In 2008, the sales rep reported that during a plif procedure, two ardis implants were placed in one level. One implant had a hairline crack along the length of the implant, and that implant remains in the pt. Cracked ardis implants have resulted in intervention in the past.

Manufacturer narrative:
Implant remains in pt. Eval is pending.